Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis on the user's data in data management system (dms), the customer's complaint of event on (B)(6) cannot be entirely confirmed as the reported bg value of 395 mg/dl was not found. Probably the user did not enter the bg value into the system at that time. The investigation found slightly higher but still acceptable mard for two weeks before the complaint date. Overall, the investigation did not find any evidence of system malfunction.

Event description:
Senseonics was made aware of a hyperglycemia event. Patient reported that the event occurred on (B)(6) 2021 at around 4 pm where sensor reported 160 mg/dl and the blood glucose (bg) measurement was 395 mg/dl. Patient felt symptomatic but did not provide any details. Patient complained to have not received high glucose alerts or transmitter vibrations because the sensor glucose (sg) value did not cross the high alert threshold which was set at 200 mg/dl. Patient did not require any medical attention and was able to self treat by injecting insulin.